Event description:
It was reported that the pt was found unconscious with a body temperature of 94 degrees fahrenheit. The physician was questioning pump functioning. The concentration and daily dose of baclofen being delivered via the pump were not reported.